Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was over 500mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.